Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient experienced light glare and was unable to see far distance clearly compared to the fellow eye. An iol exchange procedure was performed two weeks following the initial procedure for another lens model with one diopter more power. Additional information has been requested.